Event description:
I started using the dexcom g6. I used it many time before. The recent batch I was advised changed adhesive on the set. The dexcom cause skin burning, skin oozing and scaring. I have a serve burn from three and half weeks ago that looks the same as the day I first took this off. I spoke to both my endo on and primary doctor on this and they both have advised dexcom is aware of the issue and is awaiting for the g7 to be approved. Meanwhile us type1 diabetics are forced to choose between a overall better controlled blood sugar or severe burning and scaring of your body. I am not sure how this is even being allowed to be a product to the diabetic community which such awful reaction of the product. There needs to be a stop of this adhesive material immediately and there needs to be a solution. Many type one such as myself rely on the cgm to keep an eye on there sugar levels. I am now forced to choose between keeping my sugars in check and having a bad scar on my body for who knows how long or not wearing the cgm. Please feel free to reach out to me on this. FDA safety report ID #:(B)(4).